Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: at what firing did the malformed staples occur? Third. Was buttressing used? No. Photographic analysis: based on the photographic evidence the belief is that the complication was the result of the tissue being beyond the ecr60b (blue) staple cartridge¿s gap specification and the ple60a devices ability to bring the captured tissue into thickness compliance. Unfortunately, there is not enough information to confirm the root cause of the lack of staples on the specimen side.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the third firing with a blue reload, the stapler cut but did not form staples. Pictures of tissue are available. There were no patient consequences. Case completed with another device and reload of the same product code. One device was discarded.